Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed out of range high impedance measurements and noise. The noise resulted in oversensing and the storage of many non-sustained episodes. The rate sense portion of the lead was abandoned and replaced. The shocking portion of the lead remains in use. There was no report of adverse patient effects due to the oversensing or the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information from the patient one month later that the lead wire had a crack.